Event description:
It was reported that, "patient had fallen and dislocated his hip; had been relocated in ER on past occasion. Dr felt that his soft tissue had been stretched, and the hip would be a chronic dislocator. At revision, cup and stem were very solid fixation. The liner with a 28 head showed no excess wear and was well fixated. The liner was removed and a 44 constrained liner with a 22 head was cemented into the existing shell. Hip was stable. Dr was satisfied." Revised device was implanted approximately 10 years ago.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional info becomes available it will be submitted on supplemental report.